Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Device analysis: the console was tested after arriving in fs. The purge disc retainer was confirmed to be broken. Per the results of the clinical review and investigation, the root cause was likely a combination of normal use and material weakness over repetitive use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) the blue clip that holds the purge transducer was broken to the point that it came off the aic from behind the purge cassette door. There was no report of patient harm or injury.